Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed one of the ends of the spacer has been damaged and noticeable witness marks on both sides of the nose of the implant consistent with implanting and removing the implant. Microscopic examination revealed a very rigid fracture surface in multiple areas of the break. There is a crack that spreads from the bottom to the top of the attachment point. This type of damage appears to be consistent with bend stress overload during the implanting/removal process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar spinal canal decompression posterior fixation fusion at l4-5, s1 due to spinal stenosis. Intra-op, spacer was deformed at the connection site and fractured during implantation. No any fragments of the implant remaining in the patient body. No patient complications were reported due to this event.